Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although no foreign material was found in the biopsy channel as reported, there was foreign material found in the suction port. The specific material could not be identified as it could not be removed even with proper reprocessing. It is likely the physical damage that was found in the affected area made it impossible to be removed. There were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found foreign material in the suction port and the suction button was stuck, there was leakage between the big and small angle knobs, the angulation was insufficient, and scratches were found in the instrument channel tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had foreign material in the instrument channel due to insufficient reprocessing and the suction button could not be attached. The issue was found during reprocessing. There were no reports of patient harm.